Event description:
It was reported that part of the plastic tip broke off the probe inside the pt. The serfas was running 5 when it broke off. This occurred in the first minute of the case. All pieces were recovered and "sucked out."

Manufacturer narrative:
Deviced not returned to MFR.